Event description:
The ventilator was pre set up with following: pc20/6 with 100% o2, rf 18 and for the remaining setups "green set up." When connected to the pt the ventilator signal light shows. It looks like the ventilator is functioning and supplies no o2, but the unit does not make the usual noises. When disengaged from pt the ventilator starts supplying o2 again. No pt injury.